Manufacturer narrative:
This supplement is also updating the agency on new information regarding the product investigation conducted as a result of this adverse event. The product investigation completed by (B)(4) quality assurance department, on july 7, 2015, found that although the product itself was not returned to the manufacturer, a review of the production records showed no irregularities or abnormalities during its manufacturing and/or inspection processes. The exact cause in this case cannot be ascertained.

Event description:
The doctor noticed that the lead haptic was missing after being implanted. It was suspected that the haptic was broken and lens had to be explanted.